Event description:
It was reported that the large volume pump module had spontaneously lost power. There were three other pumps connected to the pcu running other continuous infusions. The line was removed and put into a new pump module and restarted, and the patients' blood pressure was stabilized. Per the customer: the level of harm sustained was ¿temporary (minor)¿ and the clinical staff noted that ¿the patient recovered their blood pressure quickly, thanks to some quick thinking and quick actions from the bedside nursing team and as far as I am aware has no ongoing problems for the patient from this incident.¿ I believe they just removed the affected pump and replaced it with a new one. The customer also clarified that the "patient may have briefly experienced hypotension because of the event." (B)(6) 2025 updates in patient impact is below. (B)(6). The level of harm sustained was ¿temporary (minor)¿ and the clinical staff noted that ¿the patient recovered their blood pressure quickly, thanks to some quick thinking and quick actions from the bedside nursing team and as far as I am aware has no ongoing problems for the patient from this incident.¿ I believe they just removed the affected pump and replaced it with a new one.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, initial reporter addr 1, initial reporter city. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report indicating that the pump module spontaneously lost power was attributed to a channel error. This channel error was confirmed and replicated during the investigation. Error code 240.4150.0 was determined to result from a malfunction in the bottle-side pressure sensor. The ¿as-received¿ inspection found the device to have the manufacturer seal intact. Contaminant residues were found in the bezel assembly near the ail sensor. A dent was observed on the right side of the door assembly. The status indicator was found broken at the left corner. The right (male) and left (female) inter-unit-interface (iui) were observed with corrosion on the screws. All components inspected were manufactured by bd. The customer provided an event date on 28 february 2025. The error log indicated that there was an error code 240.4150.0 (sensor broken high failure) on 28 february 2025, at 3:00 pm. Based on the review of the pump module event log retrieved, on 28 february 2025, at 10:48 am the pump module was programmed with a rate of 41.6812 ml/hr and a vtbi of 250 ml. Nineteen more infusions were programmed. The last infusion was programmed at 2:27 pm with a rate of 32.0625 ml/h and a vtbi of 108.635 ml. At 2:58 pm, the pump alarmed 'air in line' and then the infusion was restarted. At 3:00 pm, the pump had a malfunction, and the infusion stopped. The suspect pump module was selected and programmed for a ¿basic¿ infusion at a rate of 500ml/hr and a vtbi of 1000 ml. After a few minutes, the infusion was paused, and slight pressure was applied to the pressure sensors. Immediately after starting the infusion, the pcu alarmed and displayed ¿channel error¿. Alaris system maintenance analog sensor task was performed on the suspect pump module. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors; however, the bottle side pressure sensor remained at 4.9 volts while the patient side pressure sensor returned to 0.7997 volts. The faulty bottle side pressure sensor was temporarily replaced with a known good pressure sensor for testing purposes only. Light pressure was applied to the bottle and patient side pressure sensor pads. The voltage increased to a maximum of 4.9 volts for both pressure sensors then returned to their initial voltage. The pump module was programmed with a rate of 500ml/hr and a vtbi of 1000ml. The infusion completed with no errors or malfunctions. Per the bd alaris technical service manual v12.1.2, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported pump module spontaneously lost power was found to be a channel error code 240.4150.0 (sensor broken high failure). The probable cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor; however, the root cause for the pressure sensor malfunctioning was not determined. Note that this report lists imdrf annex a1801, a040502, g04067, g02017, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had spontaneously lost power. There were three other pumps connected to the pcu running other continuous infusions. The line was removed and put into a new pump module and restarted, and the patients' blood pressure was stabilized. Per the customer: the level of harm sustained was ¿temporary (minor)¿ and the clinical staff noted that ¿the patient recovered their blood pressure quickly, thanks to some quick thinking and quick actions from the bedside nursing team and as far as I am aware has no ongoing problems for the patient from this incident.¿ I believe they just removed the affected pump and replaced it with a new one." The customer also clarified that the, "patient may have briefly experienced hypotension because of the event.